Event description:
The device was used during hysterectomy procedure. Reportedly, the instrument could not be removed from the application site. The surgeon resected the tissue to remove the instrument and applied another device to complete the procedure.